Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, permissions for the pharmacy buyer role within bd pyxis es were not functioning correctly for link and verify barcodes. Linked medication information was expected to transfer to bd pyxis for proper scanning; however, when attempting to restock in the device, it was not recognized. Users were required to link and verify the medications again within the bd pyxis es platform, resulting in duplicate work. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, permissions for the pharmacy buyer role within bd pyxis es were not functioning correctly for link and verify barcodes. Linked medication information was expected to transfer to bd pyxis for proper scanning; however, when attempting to restock in the device, it was not recognized. Users were required to link and verify the medications again within the bd pyxis es platform, resulting in duplicate work. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the user role for the hospital within the es system. The review showed that the 'link barcodes' permission was missing for both station and logistics filters. An request was sent to the customer requesting that these permissions be granted. The customer later confirmed that updating the user role permissions resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.